Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant was fractured at the collar, and it will be removed.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned and the reported event could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, no x-rays were provided for the reported events. Based on the evaluation the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review could not be performed as the lot number was not provided. A complaint history review could not be performed as the item number was unknown. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.